Event description:
It was reported via literature that endocarditis and sepsis occurred. A left atrial appendage occluder (laao) closure procedure was performed. An 85-year-old female had a history of sick sinus syndrome with a pacemaker implanted 8 years ago, paroxysmal atrial fibrillation and a watchman left atrial appendage closure device implanted 10 months ago due to falls. She presented with upper back pain, fever, weakness, and cough. She met criteria for sepsis. She was treated with IV antibiotics. She developed septic shock. Blood and urine cultures grew staphylococcus aureus. Echocardiogram, computerized tomography scan of the thoracic spine and osteomyelitis scan were negative. She had persistent bacteremia, antibiotics were switched to gentamicin and cefazolin. Transesophageal echocardiogram showed the laao device with a large echo density on its atrial surface measuring 1.3x1.9 cm concerning for a thrombus or vegetation. She underwent surgical removal of presumed infected watchman left atrial appendage occluder and pacemaker, appendage ligation with an non-boston scientific closure clip and epicardial wires on 13th day of persistent bacteremia. On day 6, the patient underwent implantation of the ventricular lead as a temporary pacer until she completed two weeks of IV antibiotics. Later she received a leadless pacemaker on post-operative day 17. Surgical pathology of the excised fragments showed fibrinopurulent debris with acute and chronic inflammation. Polymerase chain reaction test on tissue showed staphylococcus aureus dna. She was treated with cefazolin for a total of 6 weeks since the last negative blood cultures.

Manufacturer narrative:
Date of event: estimated since unknown. Implant date: estimated since unknown. Literature citation: bashar al jayyousi, bakri kaakeh, navya vipparla, palaniandy kogulan. A case of infected left atrial appendage occlusion device successfully managed with surgical removal. Jacc march 8, 2022, volume 79, issue 9, suppl a.